Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by extreme pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment was unknown. The patient was recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available.